Event description:
At a pump replacement due to normal eri (early replacement indicator), the pump was interrogated and the event logs had multiple motor stalls. A motor stall occurred on (B)(6) 2015 at 14:08 with motor stall recover the same day at 14:19. Another motor stall occurred on (B)(6) 2015 at 18:33 with a tube set message occurring on (B)(6) 2015 at 18:33 with no recovery noted in the pump logs. The cause of the motor stall was unknown. The patient did hear a pump alarm but it was thought to be due to eri. The pump was refilled on (B)(6) 2015. The patient was asymptomatic. Additional information received reported no troubleshooting, interventions or other actions were taken to mitigate or resolve the event. The pump was changed out. The patient recovered without permanent impairment. The pump was used to infuse lioresal.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found pump gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to gear wheel 3. Analysis found significant corrosion on gear wheel 3. Analysis found significant teeth corrosion on gear wheel three. Analysis found when the pump motor was set to a fast rate; gear wheel 3 meshing would lose contact in the areas of significant teeth corrosion and slip past one another.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.